Event description:
The tibial insert was revised due to pt pain. Revision surgery revealed wear of the insert.

Manufacturer narrative:
Eval could not be performed. Device not returned to howmedica rutherford.